Event description:
The affiliate stated the customer reported while performing the autoset up, the flow-count was running smudge to the left bottom corner of the call factor region during quality control involving the flow-count coulter fluorophores. The customer stated there were no erroneous patient results generated; patient samples were not analyzed at the time of the event. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
There is no indication that the flow-count coulter fluorospheres device was returned for evaluation. The field service engineer (fse) completed system verification and noted the instrument was in normal operation. No instrument issues were observed. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a definitive cause of the incident could not be determined with the available information. (B)(4).